Event description:
It was reported the procedure was being performed in interventional radiology. The device was inserted into the pt's arm. During use, the physician noted the rubber tip on the end of the basket came off inside the pt. The decision was made to leave the tip in the pt. There was no delay in treatment and no pt death or complications were reported. The pt is currently doing fine. On (B)(6) 2013, f/u info from the physician states the basket was not advanced in the deployed position, nor was it activated during advancement. The clot was not deemed difficult or unusual. The physician noted the device did not get stuck at any time either. This occurred on the first pass made with the device. They did not encounter any tight or sharp angles in this situation.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.